Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator exhibited an electrical issue. The communicator power cord was almost causing an electrical fire. The communicator was not connecting. Boston scientific technical services (ts) advised to keep the communicator and unplugged. The communicator issue persisted. The company representative opted to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was confirmed. Based on analysis of the returned product which electrical overstress damage consistent with damage sustained in the patient environment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator exhibited an electrical issue. The communicator power cord was almost causing an electrical fire. The communicator was not connecting. Boston scientific technical services (ts) advised to keep the communicator and unplugged. The communicator issue persisted. The company representative opted to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported. The product investigation indicates that the allegation was confirmed. Based on analysis of the returned product which electrical overstress damage consistent with damage sustained in the patient environment.